Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the clip actuation issue and gripper actuation issue. The reported bent shaft (deformation due to compressive stress) appears to be due to the troubleshooting maneuvers of the inability to open the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), after checking the final arm angle and when the clip was opened to 120 degrees one of the grippers did not open to 120 degrees and was parallel to the shaft. Troubleshooting was performed and after to obtaining improvement in gripper operation, the final arm angel was checked again, but the clip could not be opened this time. Troubleshooting was performed, but the clip could not be opened, and the delivery catheter shaft was severely curved. Therefore, the cds was not used in the procedure. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.